Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the luer adapter was leaking, cracked or broken. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted on the patient for more than 1 month, during the removal of the dressing and securing the catheter before connecting into dialysis, it was noted that the venous luer tip/adapter was damaged (has a crack) and leak was found in it. The adapters were usually tightened by hand and no instrument was used to loosen or tighten the device. It was mentioned that there was a special procedure in the hospital (no use of any instruments). Tego was utilized. The insertion site was not treated prior to product placement. Octanisept was the cleaning agent used on the device and it was utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Nothing unusual was observed on the device prior to use, priming was completed with normal result and no other products were being utilized with the device. The catheter extension was repaired to resolve the issue. Procedure was completed. There was no blood loss and blood transfusion was not required. There was no patient injury.